Event description:
Reference manufacturer report number: 2916596-2021-01325. It was reported that the vad coordinator called the heartline to report that the patient had been brought to the emergency department (ed) with controller fault and driveline fault alarms. The patient's set speed was 9600rpm, and had speed drops to 3500rpm on interrogation. The patient had 2 green arrows illuminated on the controller, although they were dim. Of note, the patient has an over sewn aortic valve. The vad coordinator placed the patient on an ungrounded cable. Log files and x-rays were sent in for review. An urgent log file analysis was requested for the patient, whose controller was alarming for low speed advisories, driveline faults, and controller faults. The pump was normal sounding upon auscultation. Technical services (ts) reviewed the log file and observed 52 low speed advisories beginning at 5:02am on (B)(6) 2021. The speed drops were as low as 3550rpm. Ts explained that this type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad was connected to the power module/mpu. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power or an ungrounded cable until further investigation is completed. The x-rays that were provided were unremarkable. Ts also explained that it was possible that something other than blood may have traveled through the pump at the time of the events, as evidenced by the power increase occurring around the same time as the speed drops. The log file also began to pick up driveline fault alarms beginning at 5:06am on (B)(6) 2021. Ts explained that, based on the information provided, it sounded like the controller went into backup mode as a result of the short which likely caused the driveline faults and a few backup battery faults. Ts recommended that the patient remain on the same controller. The vad coordinator reportedly performed a controller exchange without incident. Another log file review was requested. The patient was still connected to an ungrounded cable and the vad coordinator noted that there had not been any additional driveline fault alarms. Ts reviewed the new log file and confirmed that there were no further driveline fault alarms.

Event description:
It was reported that the patient was now at home on an ungrounded cable. Thrombus was not a concern as of 02apr2021, there were no changes to patient anticoagulation status, and no diagnostic testing done. The patient was stable in an outpatient setting and no symptoms were noted. The patient was on an orange cable at home and did not have additional audible alarms, nor any other alarms noted on my interrogation. Log file analysis did not capture any additional speed drops lower than the low speed limit or pump stops. The no ground patient cable appeared to be functioning as intended. The file continued to capture the known driveline fault events intermittently. It was noted that there maybe a fractured conductor in one of the phases. The x-ray images were unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarms was confirmed via the log files; however, no alarms were reproduced during the preliminary and functional tests. A review of the log files spanned approximately 17 days ((B)(6) 2020, (B)(6) 2021¿(B)(6) 2021 per time stamp). On (B)(6) 2020 from 05:02 to 05:08, the pump appeared to struggle to maintain the set speed while connected to the power module, resulting in low speed operations. These low speeds and pump stops are addressed in (B)(4).on (B)(6) 2021 between 05:06 and 11:03, and intermittent driveline fault alarms appeared to due to phase 2 being measured lower than phase 1 & 3. Other faults/alarms associated with and triggered by this event, were yellow wrench advisory, ebb fault, backup mcu fault, low speed operation, and replace controller. Between (B)(6) 2021 at 09:25, to (B)(6) 2021 at 12:32, and (B)(6) 2021 at 23:00, to (B)(6) 2021 at 1:02, intermittent driveline fault alarms appeared due to phase 2 being measured lower than phase 1 & 3. There were no other notable alarms active in the log file. The strain reliefs of the power cables were found to have damage, but no internal wires were exposed. Although some continuity test on both cables did not pass, their values were found to be between 0.6 to 0.7- marginally higher than the accepted threshold of 0.5. An insulation test passed on both cables. The heartmate ii system controller (serial (B)(6)), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. The controller driveline was also tested for phase impedance on phase 1,2,3, and all measurements were found within specifications. A root cause for the reported event cannot conclusively be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5, ¿alarms and troubleshooting¿ explain appropriate actions to take for all alarms including the driveline power fault and no external power alarms. The heartmate ii patient handbook 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The heartmate ii instructions for use section 2 ¿system operations¿ and heartmate ii patient handbook section 2 ¿how your heart pump works¿ warns the user that at least one system controller power cable must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.